Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the display would be black until they powered it back on. The unit was triaged and the reported issue was confirmed. Damage to the flex strip was found. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-01.

Event description:
According to the reporter, on the (B)(6) 2017, unit had display issue; the display would be black until they powered the unit off and back on. Upon triage on (B)(6) 2017 the service tech found that when the unit was powered on the display cannot be read; the display was faded.